Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿

Event description:
The complainant reported that while attempting to reposition, the impella cp was pulled out of the ventricle. A decision was made to place a new impella. There was no reported patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Data logs confirmed the failure mode. The logs showed about 8 hours & 50 minutes into support, pump position in aorta that triggered alarm impella position in aorta. Pump then was disconnected from the console. Based on clinical description and data analysis, the root cause of positioning issue was most likely due to use related.